Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, an apparent clot was noted in the venous reservoir. The product was not changed out. There was no harm to patient. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).